Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited a failure in 2007. In 2010 the patient noted on a letter that something failed and the device was replaced in 2007. A clinician at the patient's device following clinic reviewed the patient's file for the device replacement procedure that occurred in 2007. The information was incomplete, but did note that the ICD was successfully explanted and replaced with a competitive device. However, during defibrillation threshold testing, the replacement device charged and delivered a shock, but the lead did not deliver the full energy to the patient. Therefore, the lead was explanted and replaced with a competitive lead.

Manufacturer narrative:
Follow up with the hospital that performed the procedure is in process. This event will be updated when additional information is received. No new information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.